Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00126, 3002806535-2017-00127, 3002806535-2017-00128.

Event description:
It was reported a patient underwent a right hip revision procedure approximately three years post-implantation due to unknown reasons.